Event description:
Event description guidant received information that the patient with this implantable cardioverter defibrillator (ICD) reported hearing tones. Upon interrogation the device displayed a yellow screen. There appeared to be no warning code, only a message to contact a guidant representative. There was a 'reset button' on the yellow screen which when pressed, appeared to restore device to normal function.